Event description:
It was reported that a user of the ilet experienced frequent low glucose in the mornings, high glucose at night, and multiple system announcements prompting correction for highs, with the user pausing the system often to prevent further lows. Symptoms included hypoglycemia. Outcomes included urgent low glucose and low glucose events. Troubleshooting and education were completed, and the user was advised on oral glucose use for treatment. Investigation included internal case review. Investigation of this case revealed an unclear cause for hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.